Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient experienced a blood glucose (bg) reading in the 400¿s mg/dl with extreme thirst. The reporter also indicated that when the prime menu was accessed on the pump, the checkbox which indicates if the pump is primed was not checked. It was reported that the user did not receive any treatment above and beyond the usual routine of diabetes care and management, and the user remained on insulin pump therapy. The reported blood glucose excursion and symptom combination does not meet animas requirements for a serious injury and therefore is not being reported as an adverse event. This complaint is being reported because use of the pump without an ability to prime the tubing may lead to under delivery of insulin.